Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging she was missing test strips from her one touch ultramini meter kit. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The patient stated the alleged issue started on (B)(6) 2013, at 9:00 p. M. The patient manages her diabetes with an insulin pump and stated she continued with her usual dose of insulin in response to the alleged issue. The one touch ultramini meter kits do not come with test strips, they are sold separately. The patient reported, thirty minutes after the alleged issue occurred, she developed symptoms of ¿weakness, dimmed vision, and shaky¿. At 10:30 p. M. The patient stated she was able to purchase some test strips from a local pharmacy and test her blood glucose. The patient does not recall the results obtained, but she stated she self treated with a bolus of insulin (unknown type and dosage) and then ate dinner. The patient confirmed she felt better, at an unspecified time, afterwards. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged issue began.